Manufacturer narrative:
The device was returned to zoll (B)(4) service department; the malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. This device is approximately 10 years old. The lithium battery on the system board was replaced to resolve the problem condition. The device passed final testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.